Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient could no longer feel stimulation in his legs. The caller reported that the patient had not had any changes in movement and would sit in a chair for most of the day. The caller stated that the patient programmer showed the stimulation to be off and was instructed to turn it on but it did not resolve the issue. The caller was unsure of why the therapy was off but stated she could now see the lightning bolt on the screen. The patient could be heard stating ¿now it¿s on.¿ no further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) regarding the patient. It was reported that the patient was seen in follow-up on (B)(6) 2017 and no problems were noted then with any loss of therapy. No further complications were reported.